Event description:
It was reported that during the shoulder rotator cuff surgery, the device produced metal shavings in the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2025 (B)(6) - further information received from arthrex at: the metal shavings were removed as thoroughly as possible.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. * one unpackaged ar-8550bc serial/batch number (B)(6) was received for investigation. * functional testing was not performed due to the damage to the device. * visual inspection revealed that the inner shaft has significant damage and is chipping. * the most likely cause is attributed to misuse/use error. Per the directions for use (dfu) dfu-0215-eo revision 1, disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿ and shaverdrill¿ devices, f. Precautions "7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device." * refer to investigation photos. * the complaint allegation is confirmed.